Event description:
It was reported that the patient experienced a decrease in efficacy following a motor vehicle accident. It was noted that the patient had good symptom control prior to the (B)(6) 2012 accident. The reporter stated that an x-ray taken in the emergency room confirmed that everything was still intact. It was stated that the manufacturer representative and physician "did all they could with it" and decided to replace the system. The reporter stated that on (B)(6) 2012, a lead revision was performed on the left side, but a portion of the lead was left in the patient and a new lead was implanted on the right side. It was noted that the patient was unaware that a portion of the old lead remained until an x-ray on (B)(6) 2012. It was stated that the patient's symptoms still did not improve. The reporter stated that the system was shut off. Additional information was requested, but was not available at the date of this report. Any additional information received would be included in a follow-up report.

Manufacturer narrative:
Product ID, 3095-10 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3093-28 lot# v210133, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient. (B)(4).